Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a lot of times the customer's blood glucose was very low, so, the customer's endocrinologist took the customer off of insulin pump therapy and switched to manual injections. The caller stated that the customer passed away on (B)(6) 2017 under hospice care. The cause of death was pancreatic cancer. The customer became ill in (B)(6) of 2015. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected two to four months prior to passing. The caller did not know whether the customer used sensors or not. The caller declined returning the insulin pump for analysis.